Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the event occurred on april 3, 2025. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The rse performed a log file analysis, confirmed that the stand movement was restricted and suspected a malfunction of the amc triple servo drive. An onsite visit was scheduled to further investigate the reported issue. A philips field service engineer (fse) inspected the system onsite and replaced the amc triple servo drive. The reported problem was resolved and the system has been returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the c-arm angulation movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.